Manufacturer narrative:
Product reference 4430893 is not cleared for sales in the USA, but it is similar to the product reference celsite 5430146 cleared under #510k902401. Batch history review : we have checked the manufacturing file of the batch nr 36924437 of celsite access port which complies with our specifications and does not represent any discrepancy. No other similar incidents have been declared to us on this batch of (B)(4) access ports released in october 2017. Investigation results : we received an x ray picture where it is hard to see the catheter and no leak/rupture could be localized in. Unfortunately we didn't receive the necessary elements: the complaint sample and x ray picture showing relevant details, to perform our investigation and conclude about the root cause of this event. Conclusion : without any element for the investigation, we cannot conclude about the root cause of this incident. This type of defect is rare. No corrective action is currently envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter rupture. The access port is implanted (B)(6) 2018. On (B)(6), chest x-ray showed the end of the implanted catheter broken. The patient was carried out to surgery and the device was explanted and replaced by a new one.